Event description:
As reported, during a ureteroscopy, the basket of an ngage nitinol stone extractor was able to be closed, but once the device was inserted into an unspecified scope, the basket would not open. The procedure was successfully completed with another same type device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k #¿ exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary as reported, during a ureteroscopy, the basket of an ngage nitinol stone extractor was able to be closed, but once the device was inserted into an unspecified scope, the basket would not open. The procedure was successfully completed with another same type device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the returned device were conducted. One device was returned to cook in open packaging for investigation. The basket assembled with unknown green inserter. The handle did not actuate basket assembly. The handle was disassembled. Support sheath was stuck to handle assembly, with what appears to be excess adhesive. The support sheath was able to be tugged free. Could not manually actuate basket formation. A document-based investigation evaluation was performed. A review of the dhrs for the reported complaint device lot showed one related non-conformance for ¿basket/grasper will not open/close¿ in which nine devices were scrapped. All devices from the lot were inspected multiple times to ensure the baskets open and close. All devices in the lot that were packaged and shipped passed the multiple in-process inspection steps. The related non-conformances were not sufficient evidence to indicate an issue that affected other devices in the lot. Because adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other related complaints from the lot had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. A database search revealed no other related complaints had been reported from the complaint device lot. The product specification for the multiple ngage nitinol stone extractors nge-022115 was reviewed, and all extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the available information, cook concluded the likely cause could not be determined. The device was disassembled, and it was observed that the yellow support sheath was glued to the distal end of the handle. The support sheath was physically removed from the handle, and it was not possible to manually function the basket when removed from the handle. It was possible that excessive glue was applied to the components, but all devices are tested multiple times after assembly to ensure functionality, making it unlikely that excessive glue was the cause of the issue. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.